Manufacturer narrative:
UDI #: n/a.

Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Updated become aware date as new information was received to back date the become aware date.